Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked battery tube threads, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer reported that the insulin pump had cracked on the battery compartment where the cap screw in and top right corner of the lcd screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.